Event description:
The complaint was reported as: the customer alleges that the circuit did not pass the leak test. The clinician observed a crack in a remote temperature port adapter. No report of a pt injury or a delay in treatment.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 02d1300834 has been reviewed and no issues or discrepancies were found related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specs. No corrective action can be established since the sample is not available, at the time of this report, to perform an investigation and determine the source of defect reported. This customer complaint cannot be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If defective sample becomes available at a later date, this complaint will be re-opened.